Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was broken. It was also noted that the upper case, lower case, side bail covers and battery drawer were broken, the encoder flex was damaged, the flex was ripped and crimped, and pins were bent. (B)(4).

Event description:
The device was returned to the manufacturer for repair of damage to the unit after it was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.